Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The device was not returned for evaluation. Follow up attempts were made to obtain device evaluation / repair; no response received. No parts returned to failure investigation; thus, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an 1105 code- alarm led failed. The device was being used when the reported event occurred. No risk to the patient for injury was reported.